Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in moderately tortuous cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured several times of dilatation. The device was simply pulled out from the patient. The procedure was completed with another of the same. No complications reported and patient was good.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in moderately tortuous cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured after several times of dilatation. The device was simply pulled out from the patient. The procedure was completed with another of the same. No complications reported and patient was good.

Manufacturer narrative:
Device evaulated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified, beginning approximately 6mm proximal of the distal markerband and extending approximately 1mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section, markerbands, and shaft of the device.